Event description:
It was reported that four days after port placement procedure, catheter allegedly broke. It was further reported that the device allegedly had a fluid leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2024.

Event description:
It was reported that four days after catheter placement procedure, catheter allegedly had a broke. It was further reported that the device allegedly had a fluid leak. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and fluid leak issues, as a split was noted on the blue luer extension leg. Upon infusion of the blue luer, a leak from the split was noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.